Event description:
A renegade hi fis catheter was being prepared for use in a therapeutic chemo-embolization procedure. Upon attempting to remove the catheter from the hoop, it was reported thecatheter pulled apart exposing the inner braiding at the proximal end. Another catheter was used instead.